Event description:
The pt was revised because of pain, limited range of motion and a little poly wear on the insert.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported pain and limited range of motion. Polyethylene wear for a device implanted for approx 13 years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.